Manufacturer narrative:
When maquet received the information about a potentially injured patient we tried several times to get more information about the health status of the patient and the kind of the injury. We made several attempts to the hospital representative with no response. Additionally we left message on (B)(6) 2017, again no response. Since we have not received any further information about the patient status, we have closed the complaint. If further information on this case becomes available, we will re-open the complaint and evaluate the new information maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
(B)(4).

Manufacturer narrative:
A maquet service technician was on site and investigated the product in question. No malfunction was detected. Based on the available information and the investigation by the service technician we assume that the user did not lock properly the clamping lever. If the clamping lever is not locked properly the head plate can hinge down. The instructions for use (ga118053en05) describes the operation of the head rest in detail. The user has to check the secure fit of the head rest after positioning. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer reported that the head rest did not stay in position. Patient wrenched his neck. No further information about the patient status available at this time. (B)(4).